Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 98 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarm was noted. The arrow buttons were unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.